Event description:
The neuron delivery catheter 070 tip and the whole flexible length is damaged / squashed. The damage was discovered upon removal from the package. The packaging of the neuron was intact.

Manufacturer narrative:
The most distal 9 cm of the catheter has multiple flat spots. Measured from the distal tip these are centered at 0.3, 2.5, 3.3-6.3, 7.0 and 7.6-8.7 cm. A 0.070" mandrel was introduced into the hub of the catheter and advanced distally. The mandrel stopped 9.5 cm from the distal tip. The catheter was re-introduced into the returned carrier tube. The catheter stopped, jammed against the sides of the tube, after advancing 2 cm. The catheter is non-functional. The damage noted on the complaint is confirmed. Because of the failure of the catheter to fit back into its protective carrier tube due to the damage observed, it is likely that the damage occurred during or after removal of the catheter from its package. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.